Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the patient's old pump had been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving lioresal 1000mcg/ml at 188mcg/daily via an implantable pump. On (B)(6) 2020 it was reported that the patient reported withdrawal symptoms after being bent over gardening. The patient had itching and increased spasms. The environmental, external or patient factors that may have led or contributed to the issue was normal bending. The diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken was surgical intervention. The pump pocket was opened and cap (catheter access port) was aspirated. The physician withdrew 3cc of clear fluid. It was noted that the cap was pointed upward and rubbing against the rib. The sutureless connector was then detached but not easily. The silicone of the connector was partially detached from the metal piece that connects the catheter to the pump. This was then removed and a new catheter pump segment was attached androtated freely. Csf flow maintained. The cap (catheter access port) was rotated towards the belly button and the pocket was closed. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.